Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The dso seal was replaced and the device then passed allt esting.

Event description:
It was reported that the device had failed occlusion. 27.81psi. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.